Event description:
It was reported by a customer on (B)(6) 2011, the fiber could not obtain an aiming beam; the fiber produced no output. Per the customer, the fiber aiming beam was hardly visible when in test mode.